Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set leaking at site event on 24-jun-2024, 29-jun-2024, 05-jul-204 and 13-jul-2024. The glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4). Device 1 of 4.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-22097. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the (B)(4) has been evaluated. The batch 6002595 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instructions (wi) (B)(4) guideline for test of reference samples version 11 for the code idd-pmc02.02 leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi (B)(4) test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi (B)(4) test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with wi (B)(4) test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6002595 was manufactured according to the document (B)(4) on the packing process in the machine l158, on 03/aug/2023., with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no nc raised during production. No further actions are required.